Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was transported to the emergency room and was admitted to the hospital due to a high blood glucose (bg) level (400s). The customer suspected the cause of the high bg was due to being sick and having received occlusion alarms. The customer had attempted to deliver a bolus via the pump to treat the high bg. While hospitalized, the customer was disconnected from the pump and administered an insulin drip. The customer was discharged on (b)(46 2017 with the high bg resolved. Tandem technical support reviewed the pump history and there were no occlusion alarms. The customer was confused on the day of the event and had trouble remembering the details. Reportedly, the customer resumed insulin delivery via the pump on the day of discharge.